Manufacturer narrative:
The ventilation stopped after circuit occlusion alarm occurred and a patient died while connected to the vent. Correction: a1:corrected patient identifier . B1:corrected report type. H1:corrected type of reportable event. H6:corrected health impact and clinical code.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed circuit occlusion. The customer confirmed that there was no patient involvement associated with the reported event.